Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic, an alert for high, out of range hv lead impedance was observed. It was noted that the patient had a competitor lead implanted. Programming changes were made. The device remains implanted. The patient was stable before, during, and after the event.